Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scratched lcd lens, damaged battery door, and damaged battery compartment. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue but error code 44510 was present; most likely a dictation error. The most probable root cause was determined to be a faulty pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 44509. The event occurred during testing; there was no patient involvement and no patient harm.